Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that due to fluid loss the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device was implanted. It was added that the patient status following the surgery was good. Should additional information be received, a supplemental report will be filed for the addition information.

Event description:
It was reported that due to fluid loss the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device was implanted. It was added that the patient status following the surgery was good. Should additional information be received a supplemental report will be filed for the addition information.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.